Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. However, a review of the photograph confirmed the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history review : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial report of breakage&deformed. It was reported that during the surgery of total hip replacement, after implant the cup, when drilled bone hole for implanting screw, one drill bit was deformed, the other was broken off into two pieces. Took x-ray, it indicated that the drill bit was broken in the acetabulum. The broken part was removed from the patient. But as no back-up drill, the surgeon could not insert the screw, he afraid this would affect the initial stability of the acetabular cup. The surgery was delayed, the time is unknown. The patient is stable and in hospital now. Further information clarifies only 1 drill bit was j&j product.